Event description:
A report was received that the patient was experiencing pain at the pocket site. The physician relocated the ipg and moved the lead up as he believed the pain was being caused by tension on the lead. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02, (B)(4), description: ipg kit (without pull-through tunneler). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.